Event description:
Healthcare professional reported left side "drainage, redness, tissue break down through the incision and infection." The healthcare professional also reported that when the device was removed, inside the capsule there were "black granules," further specified as "blood clots". Additional report includes pt "may have alcl" which will be captured as lymphoma until confirmed via diagnostics.

Manufacturer narrative:
(B)(4). Device labeling addresses lymphoma: there were no reported events of lymphoma/alcl, for pts in the core study in the labeling for silicone implants. Device labeling addresses infection, erythema, drainage, and wound dehiscence: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." "The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever." Device labeling addresses thrombus: "precaution: conditions or medications that interfere with would healing.